Manufacturer narrative:
(B)(4).

Event description:
It was reported that: hemostasis achieved 40 minutes after sheath was withdrawn from artery per data entry in edc. No adjunctive method required to achieve arterial hemostasis at the manta closure site per edc. During the tavr procedure: sbp - 139 mmhg. Act - 383 sec. No heparin given per edc. Protamine 50mg administered prior to closure with manta. Additional information: post-deployment angio revealed patent target artery at manta deployment site (left). After the procedure hemoglobin was 8.9 g/dl. The site reported that the subject experienced bleeding to the ipsilateral leg (left) post-tavr on (B)(6) 2024. Patient completed bedrest with no complications until the evening of (B)(6) 2024, when patient began to experience lower extremity pain and significant bleeding at the ipsilateral leg. Per rn note, when found in bed with significant bleeding at femoral access site and hypotension 85/41 mmhg, manual pressure was immediately applied to the tavr access site and rapid response was called. Fluid bolus was given, labs were collected, prbcs administered and an arterial blood gas was drawn. The abg showed patient was oxygenated so during the initial treatment patient was put on non-rebreather but abg results resulted in decreasing down to a nasal cannula. Hematoma was present at left femoral access site. Patient was transferred to the ICU. Hgb increased from 8.9 to 9.3 after 1 unit prbcs with no recurrent bleeding and lower extremity arterial test was negative for pseudoaneurysm. Patient was discharged stable on (B)(6) 2024.

Manufacturer narrative:
(B)(4) no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301553 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Customer stated, "patient was presented with bleeding and potential pseudoaneurysm to ipsilateral leg post tavr procedure." Tavr procedure completed on (B)(6) 2024 with adverse events noted on (B)(6) 2024 evening. As per the additional information received, the patient bmi is 27.06 kg/m3. Lfa was 7.4 mm. Edwards sapien 3 valve was deployed. Act (activated clotting time) prior to closure was 383s. The IFU states: activated clotting time (act) should be below 250 seconds prior to closure. The manta instructions for use precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Hemostasis was achieved 40 minutes after sheath was withdrawn. No excessive movement was noted with the patient post tavr procedure. Post tavr procedure, patient experienced lower extremity pain and significant bleeding at ipsilateral leg. 1 unit of blood transfusion was done. Hematoma was present at the left femoral access site. Hematoma was resolved with manual pressure and blood transfusion. No recurrent bleeding noted. No other medical intervention was performed. The patient tested negative for pseudoaneurysm. Access site anatomical factors are unknown. Manta was deployed at 6 cm (5+1). No angiograms were provided. It is unknown what could have caused the non-optimal seal of the vessel. It is unknown if any other vessel trauma or anatomical condition that could have led to the bleeding. The patient also had complete heart block and received a pacemaker implantation on (B)(6) 2024. Based on the information, the most likely root cause of the issue is undeterminable. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: hemostasis achieved 40 minutes after sheath was withdrawn from artery per data entry in edc. No adjunctive method required to achieve arterial hemostasis at the manta closure site per edc. During the tavr procedure: sbp - 139 mmhg act - 383 sec no heparin given per edc protamine 50mg administered prior to closure with manta additional information: post-deployment angio revealed patent target artery at manta deployment site (left). After the procedure hemoglobin was 8.9 g/dl. The site reported that the subject experienced bleeding to the ipsilateral leg (left) post-tavr on (B)(6) 2024. Patient completed bedrest with no complications until the evening of (B)(6) 2024, when patient began to experience lower extremity pain and significant bleeding at the ipsilateral leg. Per rn note, when found in bed with significant bleeding at femoral access site and hypotension 85/41 mmhg, manual pressure was immediately applied to the tavr access site and rapid response was called. Fluid bolus was given, labs were collected, prbcs administered and an arterial blood gas was drawn. The abg showed patient was oxygenated so during the initial treatment patient was put on non-rebreather but abg results resulted in decreasing down to a nasal cannula. Hematoma was present at left femoral access site. Patient was transferred to the ICU. Hgb increased from 8.9 to 9.3 after 1 unit prbcs with no recurrent bleeding and lower extremity arterial test was negative for pseudoaneurysm. Patient was discharged stable on (B)(6) 2024.